Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range, high voltage lead impedance on the ventricular channel. It is suspected that pocket encapsulation may be the issue resulting in poor high voltage lead impedance measurements. Device was tested and was able to successfully cardiovert the patient. It was also noted that the out of range readings were only a couple of outstanding incidents since the device was implanted. Patient is fine and will be followed normally.